Event description:
The customer called to report that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Troubleshooting was performed. Found several no delivery alarms in the alarm history. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The nurse took over the call, and stated that the customer had some bent cannulas as well as scar tissue. Advised the nurse that samples of different infusion sets would be sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.